Event description:
Pt reported to pharmacy that whisperject device no longer works after 2 years. He reported to MFR for replacement and was called back today and told he had to obtain via optum. Missed 4 doses.